Manufacturer narrative:
The cause for the false positive advia centaur troponin ultra result was incorrect manual entry by user. The customer declined service - no further action taken. No further eval of the device is required.

Event description:
A false positive advia centaur troponin ultra result was reported for a pt sample. The result was manually entered by a technician and was discovered in the process of checking the pt's history. The customer was testing serial draws for this pt and was obtaining signal errors. Two of the pt's samples generated negative results after auto rerun for signal errors. Pt was admitted for a fall with a closed head injury. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.